Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was not visually observed but the machine alarmed and the test strips tested positive twice. The clinic mgr stated that no blood was lost. Pt had no adverse effects and required to medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.